Manufacturer narrative:
The pump passed the error test. No error alarms were noted. However, the pump was received with a cracked reservoir tube lip and minor scratches on the display window. No crack was noted on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced unexpected restart and the insulin pump was damaged and the screen had a crack. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.